Manufacturer narrative:
A4 - patient weight not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had dark urine and elevated lactate dehydrogenase. There were no unusual events recorded in the system controller log file event history. The pump log files were unremarkable.